Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient her son) alleging the patient's onetouch ping meter was not powering on and was displaying an error 1 message when she tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 around 1:30pm or 2pm, the reporter stated, the alleged issues started. The reporter stated, the patient takes novolog insulin pump therapy, 0.15 units per hour to manage his diabetes. The reporter stated the patient had his usual dose of insulin between (B)(6) 2012 - (B)(6) 2012, at 1:30pm on (B)(6) 2012. The reporter stated on (B)(6) 2012 at approximately 1:30pm, a blood glucose reading of "45mg/dl" was obtained on the school nurse's meter. The reporter stated at 1:31pm, the patient had symptoms of "stomach hurting, shaky, clammy, sweaty, head felt fuzzy and dizzy." The reporter stated on (B)(6) 2012 at 1:34pm, she administered something to eat or drink. At the time of troubleshooting the cca noted this was not the first time the meter had been used, and there was no misuse of the meter. When the reporter pressed the power button, the meter did turn on. The reporter did not have the subject test strip or new test strips available for a retest. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter stated due to the alleged issues, the patient was given his usual dose of insulin and developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.